Event description:
It was reported that the right ventricular (rv) lead had rising thresholds since implant that were indicated to be high. The lead was capped and replaced. No patient complications have been reported as a result of this event.